Event description:
It was reported, a catheter fracture occurred with loss of the intraspinal segment. A revision was done in early 2009 where the intraspinal segment was replaced and spliced into the existing catheter posteriorly. A myelogram after replacement of the catheter noted no apparent leakage of contrast. No patient symptoms were reported. See also MFR report #: 3004209178-2009-01123.